Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the date of manufacture cannot be determined. A visual eval found that the bumper on the bolster was born in a jagged "l" shape. The tear was found to the approximately 9 millimeters long. No other defects were noted with the device. The most probable root cause appears that during stretching of the bumper of the device, excess force was applied to the obturator rod forcing it through the bolster bumper. The may 2008 15-month replacement bolster enteral feeding product family complaint trend report; inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
It was reported to boston scientific in 2008 that a securi-t replacement g-tube device was used during a peg replacement procedure performed on event day. According to the complainant, during device prep, "the internal bolster was penetrated with the obturator during stretching." The procedure was completed with a second securi-t replacement g-tube device. No pt complications were reported as a result of this event.